Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported his blood glucose (bg) reached between 9 to 20 mmol/l (162 to 360 mg/dl) around dinner time. It was also noticed that the site was infected so he went to the emergency room where they placed him on an intravenous therapy of antibiotics along with oral medication for the abscess and site infection. The pod was worn between 36 and 48 hours on the abdomen. They also treated his high bg levels with a manual injection of insulin.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were observed with the cannula, adhesive pad, or bottom housing that would cause problems at the infusion site. The exact cause of the reported infection could not be conclusively determined. The pod was found to have completed sterility within specification.

Manufacturer narrative:
The patient reported in a follow up call that they had to see the doctor again due to the infection coming back and had to drain the site.